Event description:
The consumer claims that the device was showing wrong values. Additional narrative: the unit is not available for evaluation, thus, complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.